Manufacturer narrative:
The device history record review of the manufacturing lot (believed by the surgeon to be malpositioned) was performed and there were no non-conformities found to be related to the reported event. Based on the information received, the root cause of the reported event could not be conclusively identified, however the patient accidently rubbing (kind of hard) the operative eye likely contributed to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that the patient accidently rubbing (kind of hard) the operative eye (os) contributed to the reported event. Per report, through multiple postop examinations, the dislocated stent appears stable in the inferior angle and the patient was reported stable. There was no reported adverse impact to the patient, and the patient will continue to be monitored.

Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent and pain are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented at one (1) week postop with a displaced stent from the nasal angle and into the inferior angle near the iris root. Per report, the patient described accidentally rubbing the operative eye "kind of hard" a few days prior, and subsequently experienced what was described as "feeling weird". Per report, the stent does not appear to be touching the corneal endothelium. The patient is currently being monitored. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to manage/monitor the malpositioned stent. Additional information is being requested.